Event description:
It was reported that the pt underwent a two level transforaminal lumbar interbody fusion. It was reported that after seating the rod in the pedicle screw, the setscrew would not tighten enough to break off. The pedicle screw was removed and a new screw was implanted. A new set screw was used and broke off correctly. No pt complications were reported.

Manufacturer narrative:
(B)(4): the screw was returned for evaluation. Optical examination of the set screw revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, consistent with set screw misuse due to misalignment of the mas head and set screw threads. A review of the device history records did not identify any applicable nonconformance to specification.